Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the reported malfuntion. The internal battery and nrv assembly was replaced to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery alarm and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.